Event description:
It was reported that a malfunction occurred on the pump with no notable events leading up to it. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their levels. The customer was set to use multiple daily injections as a backup therapy, and a replacement pump was planned by technical support as the existing pump was out of warranty. The caller declined interest in obtaining an out-of-warranty loaner pump.